Event description:
Patient experienced dyspnea (shortness of breath) during device use. Patient was taken to the hospital by ambulance but died during transport. Patient had used the device previously on 3 or 4 separate days with one other incident of dyspnea, which resolved. This occurred on the day prior. After resolution, she was seen at the physical therapy clinic, was treated for anemia and received a blood transfusion.

Manufacturer narrative:
Physician follow up occurred with the patient's primary care doctor who prescribed the device. The primary care doctor indicated that she was not part of the care team at the time of the emergent hospital transfer and no cause of death was established on hospital arrival. No autopsy was performed. There was a temporal relationship between device use and dyspnea, but this does not clarify the mechanism of her clinical deterioration. The relationship of the device use to dyspnea and death is unknown.